Manufacturer narrative:
Review of this complaint confirmed the event summary code selection, and an investigation was performed as required. The complaint device was not available for investigation, however, picture(s) were provided and used for investigation. The investigation confirmed the reported condition. The probable cause of the event was able to be determined and found to be a use error. The investigation did not change the potential harm(s) identified. Complaint trending for this event will be performed per (B)(4).

Event description:
On 08/03/2023, it was reported by an arthrex employee via email that an ar-1678-cp implant system screw broke right after inserting it into the patient. This was discovered during an elbow internal brace. The case was completed by using a new ar-1678-cp.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.